Event description:
It was reported that the patient's implantable pulse generator (pacemaker) recorded an alert for a right atrial (ra) pacing impedance spike high out-of-range. Reportedly, a few days later, this device's ra automatic capture feature went into suspension mode. Capture thresholds were high due to this change and the patient could feel the pacing. Technical services reviewed this case and discussed the issue is likely related to spring contact issues between this ra lead and the pacemaker. Further information was received, no lead issues were found after evaluation, everything was stable and the lead was reprogrammed as corrective action. This ra lead remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).